Event description:
During placement of a cook medical artery catheter set, the tip of the catheter broke off. The catheter remained and was unable to be retrieved at bedside. Removal required patient be taken to the operation room for removal.